Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during a dilation procedure performed on (B)(6) 2023. During the procedure, a hole was noted on the balloon that did not allow proper inflation pressures to hold. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.